Event description:
Reporter indicated that vns patient underwent exploratory/revision surgery due to suspected device malfunction. It was reported that the patient's family member had "whammed their head" against the patient's neck area in the vicinity of the bipolar lead, after which the patient's neck began to swell and they started having continuous seizures. The patient underwent revision surgery, during which the lead and generator were disconnected from each other and visual inspection of the lead did not reveal any obvious damage. The lead and generator were then reconnected and subsequent device diagnostic testing was within normal limits, indicating proper device function. The patient was closed with their original ncp system in place and functioning properly. Follow-up with treating neurologist after the revision surgery revealed that the patient had since experienced 2 grand mal seizures, but the doctor indicated that this was not above the patient's pre-vns baseline frequencey. Another family member later reported that the patient had experienced 3 grand mal seizures and 5 smaller seizures in the month following the revision surgery and that this was an increase above the patient's pre-vns baseline frequency. Following the revision surgery, the patient's device output current was programmed to 0.00ma and was not programmed back to on until three days later at a follow-up appointment with treating neurologist. Treating neurologist is in the process of ramping the device output current back up to previously prescribed settings. The second family member believes that the patient's increase in seizure activity is due to the fact that the device is not yet set to previously prescribed settings. The second family member believes that the neurologist is not ramping up the device output current fast enough.